Event description:
The customer reported a conflicting results with the ID now covid-19 performed on (B)(6) 2022 date. The customer stated that the patient initially tested positive with the ID now covid-19 and then a repeat testing was performed and presented a negative results.the customer tried taking new sample from the patient and did third time the result was negative using ID now instrument. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting results with the ID now covid-19 performed on unknown date.

Manufacturer narrative:
Correction : b5. B3 - not provided. G2: user facility was inadvertently selected in the initial report. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187024 and test base part number 190-430 / lot m187024. The lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187024 showed that the complaint rate is (B)(4) and (B)(4) respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.